Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 90 hours of extended testing. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model palmtop ventilator revel is going into ventilator inoperable (inop) during daily checks. There was no patient involvement associated with the reported malfunction. Upon further investigation, the customer reported the reported issue appears to happen in all stages of use.